Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite needle-free valve was blocked and would not exhaust. The following information was provided by the client: "found that the exhausting could not be performed and it was completely blocked during the exhausting inspection".

Event description:
It was reported that the bd alaris smartsite needle-free valve was blocked and would not exhaust. The following information was provided by the client: "found that the exhausting could not be performed and it was completely blocked during the exhausting inspection".

Manufacturer narrative:
H6: investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21055012. Further information provided by the customer indicates that the connecting product used was a kangyou product, and that the occlusion was observed during priming. A review of the production records for lot 21055012 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.